Event description:
No additional information

Manufacturer narrative:
Investigation results: bd has confirmed customer complaints for devices with the reported batch, that during insertion of the catheter, the needle is slow to retract or fails to retract. The slow/no retraction may require repeated attempts at retraction of the needle by pressing the button. There is also the potential for a needle to remain exposed, despite shielding attempts. Bd is continuing to investigate the root cause and will take action to prevent recurrence of this issue. Please see attached customer notification urgent: medical device recall (removal) mds-25-5274 - bd insyte¿ autoguard¿ and please take the actions as identified in the notification. Bd is committed to advancing the world of health. Our primary objectives are patient and user safety and providing you with quality products. We apologize for any inconvenience this issue may have caused you and thank you in advance for helping us to resolve this matter as quickly and effectively as possible.

Event description:
Clarifying information received: on 1-jul-25: complaint to be cancelled. Not a complaint from a customer. The sales rep only shares the recent field action mds_25_5274 as it suspected complaint was related to this fsca. Intake team erroneously created 3 new complaints based on the bd field action document.

Manufacturer narrative:
Correction: cancel MDR. Clarifying information received: on 1-jul-25: complaint to be cancelled. Not a complaint from a customer. The sales rep only shares the recent field action mds_25_5274 as it suspected complaint was related to this fsca. Intake team erroneously created 3 new complaints based on the bd field action document.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter: based on customer feedback, bd has determined that when inserting the catheter, the needle retracts slowly or does not retract at all. Slow or no retraction may result in repeated attempts to retract the needle by pressing the button. It is also possible that a needle may remain exposed despite attempts to cover it.